Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing and capture were observed due to twiddler's syndrome. The lead was explanted and replaced. Patient is stable.

Manufacturer narrative:
(B)(4).